Event description:
A customer contacted beckman coulter inc. (Bci) in regards smoke was appearing from the back of the synchron lx I 725 clinical system. No sparks or flames were noted. No operator exposure was noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2010 and replaced the impeller fan on the back panel behind the reagent compartment. The fse tested and verified per established procedures, which met published performance specifications.